Event description:
It was reported that the lead dislodged into the atrium and the patient received shocks due to af. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.